Event description:
The customer reports: upon extraction of the catheter, no wire was found, and no retained wire is seen on cxr. Instead, it was noted that the proximal port of the cvc was not able to withdraw or flush. On further inspection and dissection of the catheter, it was noted the proximal lumen was completely clogged with plastic/molding substance, rendering it useless.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen cvc catheter for evaluation. Evidence of use was observed and the tip of the catheter had been cut in several locations. Four separated portions of the tip (3 blue and 1 white) were returned. Visual examination of the separated portions of the catheter tip revealed that three of the pieces (blue) are the catheter body extrusion and one of the pieces (white) is the plug that is inserted in the proximal lumen tip during manufacturing. The separated portions were aligned based on the catheter product drawing and all sections of the tip appear accounted for. The edges of the separation points are smooth indicating the tip body was intentionally cut. Significant dried blood was observed within the extension line lumens which potentially could have contributed to the initial blockage the customer reported during use. The returned plug material was shaped as a half-moon which is consistent with the plug design. The plug was able to be manually threaded back into the corresponding section of the catheter body and fit flush on both ends. The plug material was also visible in the proximal lumen of the tip portion (as expected) and below the skive in the proximal portion (as expected). No manufacturing or molding issues were identified in any of the returned catheter portions. The lengths of the separated pieces measured 13, 23 and 20 mm. The combined length of the sections of the catheter body measured 164 mm which is within the specification of 157-177 mm pre catheter product drawing. The catheter body outer diameter measured 2.681mm which is within the specification of 2.67-2.77mm per catheter body product drawing. Both extension lines were flushed with water and functioned as expected, no blockages were observed. The catheter tip was "reassembled" by aligning the separated portions of the catheter based on the product drawing. A lab inventory 0.032" guide wire was able to fully advance through each portion of the reassembled catheter as expected. No resistance or blockages were observed. The catheter functioned as expected. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit provides detailed instructions for maintaining catheter patency during use. The IFU states: "catheter patency is established and maintained by: flushing intermittently via syringe with heparinized saline or preservative-free 0.9% sodium chloride continuous drip positive pressure device". The customer reported issue of a blocked catheter could not be confirmed based on the returned sample. The customer reported that the "proximal lumen was completely clogged with plastic/molding substance" and returned a catheter with the tip cross sectioned into several portions. The plastic/molding substance that the customer references appears to be the proximal lumen plug which is inserted into the lumen during manufacturing to isolate the proximal skive hole at the tip. The catheter was "reassembled" using the returned pieces and met all dimensional and functional requirements. No irregular blockages or molding defects were observed while inspecting the returned sample. Based on the customer description and investigation results, no problem was found with the returned catheter. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: upon extraction of the catheter, no wire was found, and no retained wire is seen on cxr. Instead, it was noted that the proximal port of the cvc was not able to withdraw or flush. On further inspection and dissection of the catheter, it was noted the proximal lumen was completely clogged with plastic/molding substance , rendering it useless.